Event description:
The clinician reports the implant was inserted on (B)(6) 2023 in ada 14. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.